Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient was hospitalized due to a worsening of mobility. While hospitalized, a buried bumper was detected and duodopa therapy was paused on (B)(6) 2017. On (B)(6) 2017, the patient underwent a partial resection of stomach and the peg/j tube system was removed. On (B)(6) 2017, the patient received a new peg/j tube system and duodopa therapy was resumed. On (B)(6) 2017, the patient was discharged from hospital.